Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the sample collected from all channels of the subject device tested positive for enterococcus faecalis (>100 cfu) and enterococcus faecium (>100 cfu). The device had been reprocessed with an olympus automated endoscope reprocessor model etd 3 plus (not available in the USA) using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc). The user facility conducted the additional microbiological testing after manual reprocessing of the device. As a result of the testing, the sample collected from the all channels of the device tested positive for bacillus spp. (1 cfu/endoscope). The testing result cleared the french guideline. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined.